Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode when doing a supply change after being disconnected for a few hours. The user wanted to make sure he should be connected to the pump when filling the cannula. He reached a peak of 305 mg/dl blood glucose which was corrected by reconnecting to the device. The user was out of range for more than 90 minutes and did not require any further intervention.